Event description:
It was reported that a pump does not recognize a battery. The customer stated that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The reported symptom could not be confirmed. Further eval found that while operating on power supplied from a battery module only, the device is able to power on without user input. The cause was determined to be contact between the scanner bracket screw and the 2 traces of the backflex causing shorting. The rear case assembly will be replaced.